Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's reading was 41 mg/dl. The customer treated with food. It was found that the customer previously overbolused to correct for a high blood glucose reading. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.